Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced  lows and blood glucose level was 444 mg/dl. Explained and assisted to turn off sensor feature until ready to calibrate. Advised of how to turn the sensor back on. Customer also mentioned that he was hospitalized for low blood glucose but that was before he started the pump therapy. Customer declined troubleshooting for high blood glucose and treated with manual injection. Advised customer to call back for any further assistance. Insulin pump is not expected to return or being replaced.